Manufacturer narrative:
The glucose hk gen.3 reagent lot number is 822323, and the expiration date was not provided. A field service engineer (fse) replaced a sample needle and made vertical and horizontal adjustments. The fse inspected the wash station and found that it was filling with acid solution too heavily, causing the tank to overflow. He completed adjustments and checked everything. No additional erroneous results have occurred since the fse's actions. The investigation is ongoing.

Event description:
There was an allegation of questionable glucose hk gen.3 results from the cobas c 503 analytical unit. Patient 1's initial result was 53.4 mg/dl, and the repeat result was 221 mg/dl. The sample was also repeated on a cobas pure with a result of 240 mg/dl. Patient 2's initial result on (B)(6) 2025 was 25.9 mg/dl, and the repeat result was 105 mg/dl. The sample was also repeated on a cobas pure with a result of 112 mg/dl. The repeat result was deemed to be correct.

Manufacturer narrative:
A field service engineer (fse) determined that the overflowing cuvettes was consistent with dilution, leading to the low result. The investigation determined that the service action resolved the issue and that the root cause was traced to training.